Event description:
Clave silicone was reported to have leaked blood. IV therapy started an IV with an angiocath and connected an extension set with clave, then performed a heparin flush. A few minutes later the pt noticed blood on the bed linen and called the nurse. No pt harm reported.